Event description:
It was stated that the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor home switch.